Event description:
During shoulder surgery the pump was over-running, and when bags were changed it over-ran. Clamped one bag and when it was opened up the machine over-ran. Nurse stated that the pump had done this a few times and they have instructed the doctor to turn water off when removing the cannula to prevent over-running. The nurse could not remember if the patient was male or female. Nurse indicated that the shoulder did swell with fluid more than normal and stated that the patient has recovered with no problems. They will continue to use this unit until another is sent to them. Nurse feels that this was user error more than product problem.